Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. An interrogation was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and power on reset parameters were noted. Ram parity/mem check/error/test was recorded on (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.